Event description:
The wheel was cracked which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
The wheel was cracked which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed with the customer that there was no complaint associated with a cracked wheel and that this device had no defects. This complaint was confirmed by the customer to have been entered in error.